Manufacturer narrative:
Information received suggests that this is not an alleged defect of the device. The patient fell requiring revision surgery.

Event description:
Patient required revision knee surgery after a fall.